Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports: same product reference number, different lot numbers, different patients other mfg report numbers: 1651501-2021-00007 and 1651501-2021-00008. A facility reported that some months after the surgeries, the glenosphere disassembled from glenoid baseplate, and revision surgeries were required. The dr. Did a CT scan where he found this was the same case as he had previously experienced with two surgeries performed in (B)(6) and (B)(6) 2020 (the glenosphere was disassembled from the baseplate. The baseplate looked perfectly fixed, so it seems that the problem came from the glenosphere. He performed a revision surgery to change this component (B)(6) 2021. He also changed the poly because despite looking good, it had suffered more wear than desired due to the bad positioning of the glenosphere.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. Photographs and an x-ray image were provided by the customer, but it is unclear which images correspond to each of the associated referenced complaints, so the failure could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The most probable cause for early dissociation of the rss glenosphere is improper surgical technique due to technical errors such as low impaction force, fluid contamination of the taper, or impingement between the underside of the glenosphere and the glenoid. If the part is later returned to integra this investigation may be reopened and updated.

Event description:
N/a